Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, facial edema, pedal edema and body fluid overload. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized due to facial edema. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis, cloudy pd effluent, abdominal pain, facial edema, and body fluid overload. The patient has recovered from pedal edema. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.